Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to contact the customer for further information have been unsuccessful and are ongoing. The original product has not been received. Should additional information, or the original product, be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. Though the device has not been evaluated, this issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported that the power adapter for their pump in style breast pump was dropped, causing the housing to crack and the wires to be exposed. She did not witness anything else unusual with the power adapter.